Event description:
It was reported that this right ventricular (rv) lead was explanted and replaced with an left ventricular (lv) lead due to significant tricuspid regurgitation. No additional adverse patient effects were reported.